Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, patient has reported that 3 infusion set was leaking at site. The infusion set was in use for 2 days. Patient has high blood glucose and low ketones and had taken correction injection for high blood glucose. The blood glucose value was high with unknown specific value. The high blood glucose was managed by correction bolus via pump. The patient replaced the infusion set and resumed on insulin successfully. No further information was available.